Event description:
A pt (B)(6) was enrolled in the (B)(4) study for stress urinary incontinence. The pt has not had any previous coaptite treatments. On (B)(6) 2009, the pt was injected with 2 ml of coaptite (lots 1013660 and 1014238). On (B)(6) 2010, the pt was injected with 2 ml of coaptite (lots 1015022 and 1014034). On (B)(6) 2010, the pt was injected with 1 ml of coaptite (lot 1015605). On (B)(6) 2010, the pt was diagnosed with a urinary tract infection (uti) after a urinalysis. The pt was prescribed bactrim os b.i.d. For 5 days. On (B)(6) 2010, the uti was resolved.

Manufacturer narrative:
(B)(4). This event was reported in the interim post-approval study status report for PMA (B)(4), (B)(4) 2011. Add'l lot numbers of coaptite injected into the pt: 1014238 date injected: (B)(6) 2009. This lot number was not a valid lot number; 1015022 exp date: 9/2012, MFR date: 9/2009 date injected: (B)(6) 2010; 1014034 exp date: 6/2012, MFR date: 7/2009, date injected: (B)(6) 2010; 1015605 exp date: 10/2012, MFR date: 10/2009, date injected: (B)(6) 2010. The physician determined that the urinary tract infection was mild and was definitely not related to the coaptite. The device history record for the reported lot numbers was reviewed; all required testing specs had been met prior to release, and there were no abnormalities noted.